Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. This ra lead was replaced with a different model. No additional adverse patient effects were reported. Additional information indicated that this ra lead exhibited lead dislodgement post implant. Subsequently, this ra lead was observed to be damaged during explant procedure as the involved device reached elective replacement indicator abttery state for replacement. This ra lead will not be returned.

Manufacturer narrative:
This report is being submitted to correct the date of event field (b3) in section b, adverse event or product problem and device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. This ra lead was replaced with a different model. No additional adverse patient effects were reported.